Event description:
It was reported that the patient returned for a secondary intervention. There were three aneurx cuffs to build up the graft and then an endurant cuff was placed up to the sma. On the final angiogram there was still an endoleak present. The stent grafts were then relined with an endurant cuff. At the end of the procedure there was still a slight unknown endoleak, it was either a type 1 endoleak or a type iii endoleak. The plan is for the physician to watch the patient and get a follow up CT scan in a month. No additional clinical sequelae were reported, and the patient is fine.

Event description:
It was reported that the patient presented emergently to the hospital and expired on the table before treatment. Films from approximately seven months ago were reviewed. The stent graft is approximately 5-6 cm below the renals; the stent graft is relatively straight without any kinks and is patent. Aortic cuffs have been implanted between the aneurx and up to the renals. The left side of the most proximal cuff (endurant) has infolded approx 15mm inwards. There is a proximal type I endoleak (or type iii) visible; likely caused by the infolding. Exact cause of the infolding is unknown; may be due to component oversizing from placement of a 36mm cuff within the 28mm aneurx aortic cuffs.

Event description:
There has been no further information provided for this case.

Manufacturer narrative:
(B)(4). Eval, results: (graft migration, endoleak), (disease progression and aortic neck dilatation). Conclusion: (disease progression and aortic neck dilatation).

Manufacturer narrative:
Method: (film).

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 115 months ago. Aneurysm and vessel morphology at the time of implant are unk. Currently the aneurysm is 6.6 cm in diameter. Currently the vessel morphology was reported as there is disease progression with aortic neck dilatation. The aortic neck was 30 mm in diameter and 10 mm below the aortic neck diameter was 36 mm in diameter. It was reported that a recent CT demonstrated that the stent graft has migrated distally 3 cm with a type I endoleak. The pt has a new juxtarenal aneurysm. There is not an endovascular option now, so his options are limited. The pt has experienced renal failure, (not related to the stent graft but related to diseased renal arteries) therefore; the physician is considering implanting an aortic cuff over the renal artery to the sma which would exclude the type 1 endoleak. The pt is going on dialysis and has developed an (B)(6); the intervention is currently on hold. No clinical sequelae were reported, and the pt is stable.